Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: (B)(4)-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with results obtained of 250mg/dl. The expected fasting blood glucose test result range is 90 to 120mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the bedroom. During the call on (B)(6) 2017, a back to back blood test was performed fasting by the customer and produced test results of 188 and 167 mg/dl using true track meter. The test strip lot manufacturer's expiration date is 03/15/2019 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (date/time not stored correctly). Result 1 :250mg/dl date: (B)(6) 2017 time:12:10pm fasting. Result 2 :171mg/dl date: (B)(6) 2017 time:12:03pm fasting. Result 3 :199mg/dl date: (B)(6) 2017 time:12:20pm fasting. Result 4 :184mg/dl date: (B)(6) 2017 time:12:21pm fasting. Customer is calling because he states his meter is reading inaccurately. Customer just got the meter today and when he took his first blood test, it read higher than his normal glucose range of 90-120mg/dl fasting. Customer got a reading of 177mg/dl fasting and when he tested 7 minutes later, he got a 250mg/dl and he was concerned so he gave us a call. Customer is not concerned that the readings are different; he is concerned that the results are much higher than his normal range since he has not eaten.